Manufacturer narrative:
Replaced power management board to fix the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, unit showed "internal failure. System may shutdown" error message. There was no reported patient involvement.